Event description:
A baxter service tech reported an infusion pump with an 810:04 failure code found in the device's event history during service. An attempt was made by baxter's quality mgmt to obtain info from the reporing facility, details were not available regarding when the failure occurred, pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.